Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of driveline infection that was being treated with suppressive antibiotics. In the previous weeks, they had some increased drainage at the site and was worked up in the emergency department (ed). Labs and imaging were reassuring to continue on the suppressive antibiotics. Because the patient was under 18 years old, they were listed as status 1a for a heart transplant, which is the highest pediatric listing a patient can be. Even though the patient had a history of driveline infection, no device complication warranted an upgrade. They underwent with the transplant on (B)(6) 2022, and the surgery went smoothly with no complication other than some purulence noted along the driveline site during the procedure. The patient was given a course of post operative keflex (cefalexin) that was completed on (B)(6) 2022. They were reportedly out of the intensive care unit (ICU) and clinically doing well.

Manufacturer narrative:
Onset of infection: MFR#2916596-2022-14459. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.